Event description:
It was reported that the display on the device was not functioning a rotablator rotational atherectomy system console kit was selected for use. During preparation, it was noted that there was no rotations per minute (rpm) display on the console while the burr was rotating. The procedure was completed with another console. No complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit does not meet specifications for rotablator system functional test. When pressing the foot pedal to the console (with air valve open) and turning on the power in the console with the turbine pressure knob fully clockwise, no stall indicator appeared and causing consequently no rpm reading in the rotational speed rpm screen. The most probable root cause of the failure is a defective twa pcb board. No other product interaction with the device contributed to the reported failure.

Event description:
It was reported that the display on the device was not functioning a rotablator rotational atherectomy system console kit was selected for use. During preparation, it was noted that there was no rotations per minute (rpm) display on the console while the burr was rotating. The procedure was completed with another console. No complications reported.